Event description:
It was reported that a pt underwent a hammock sling procedure on an unk date. Two hours post operatively, the pt felt nausea and left-sided lower abdominal pain. A 10cm mass was palpated and an abdominal ultrasonography indicated a mass of clotted blood. A surgical revision was initiated and 1l of clotted blood was evacuated from the space of retzius due to an injury of the corona mortis. The sling was left in place. A single dose of intravenous antibiotics was administered (cefuroxim 1.5 and metronidazole 1g). The pt was discharged, but was unable to pass urine, so an indwelling catheter was inserted and kept for a total of fourteen days before adequate spontaneous micturition was obtained. The pt was continent at an 18-month follow-up.

Manufacturer narrative:
(B) (4): conclusion: no conclusion can be drawn at this time. Should additional info be obtained. A supplemental 3500a form will be submitted accordingly.